Event description:
The customer reported the video of the hd autoclavable camera head was bad. There was no video after being plugged in and powered on. The procedure was noted to be therapeutic and was completed using a similar device. There were no reports of patient or user harm associated with this event. During device evaluation at olympus, it was found the complaint was confirmed and there was no video due to a charged coupled device (ccd) failure. The report is being submitted due to no video found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the cable was scratched and flooded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although it was determined that there was no image due to a faulty ccd and the faulty ccd was likely caused by water intrusion from the scratch on the cable, a definitive root cause of the defect could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.